Event description:
It was reported that the stent inadvertently deployed. A 5 x 150 x 130 mm innova self expanding stent was selected for use. When the device was unpacked, the physician found that stent had inadvertently deployed 1-2mm. It could not be re-sheathed. The stent was exchanged for a new device, same model. The procedure was completed, and no patient complications were reported.

Event description:
It was reported that the stent inadvertently deployed. A 5 x 150 x 130 mm innova self expanding stent was selected for use. When the device was unpacked, the physician found that stent had inadvertently deployed 1-2mm. It could not be re-sheathed. The stent was exchanged for a new device, same model. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of an innova self-expanding stent system. Visual examination revealed that the stent was partially deployed approximately 4.5mm from the middle sheath. The outer sheath at the nosecone was kinked. Inspection of the remainder of the device revealed no other damage or irregularities.